Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the while moving the imaging system gantry down, it did not stop at the collision zone, and made impact with the x-stage cover of the image acquisition system (ias). There was no patient present when this issue was identified.